Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative samples provided. Bd received three unused 22ga x 1.00 in insyte autoguard bc IV catheter units within undamaged sealed packages from lot 9099673. We also received one top web (label) from lot 9099672. All components were present and intact. Through the visual/microscopic examination the catheter adapter assemblies and tips were found acceptable and within specifications. The cannulas and tips were also found acceptable per specifications. The lie distance, tip adhesion, lubrication and flashback tests all passed per specifications. A device history record review showed no non-conformances associated with this issue during the production of these batches. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report.

Event description:
Material no. 382523 batch no. Unknown it was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there has been some issues with IV insertions. The back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage and catheter threading difficulties-due to sheath thickness. The following information was provided by the initial reporter: our team in MRI often uses the bd insyte autoguard bc 22/24ga. Lately, there have been some issues with IV insertions: the back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage. Catheter threading difficulties-due to sheath thickness due to the above issues, we now have concerns. Can you please inform us at the center if there has been any recent design changes to this product? Or have there been any recent lot numbers pulled product flaws? We currently have lot:# 9099673.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 382523, batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there has been some issues with IV insertions. The back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage and catheter threading difficulties-due to sheath thickness. The following information was provided by the initial reporter: our team in MRI often uses the bd insyte autoguard bc 22/24ga. Lately, there have been some issues with IV insertions: the back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage. Catheter threading difficulties-due to sheath thickness. Due to the above issues, we now have concerns. Can you please inform us at the center if there has been any recent design changes to this product? Or have there been any recent lot numbers pulled product flaws? We currently have lot:# 9099673.